Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen is unresponsive. Customer's blood glucose level is 280 mg/dl. Customer reverted to injections for insulin therapy.